Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 400 mg/dl and 160- or 170-range mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The pacemaker generator was found to be at elective replacement indicator (eri) through routine follow up. The old generator was removed and a new generator with a dual chamber system and larger battery was placed. Post procedure, during recovery, the patient's vital signs were hr 40, bp 80/60 with a loss of pacer function. Attempts to communicate with the pacemaker were unsuccessful with 2 analyzers. A magnet was placed and paced at rate of 55-60. The patient went back to the ep lab for removal of this generator and another was implanted. Since cause of generator malfunction was unknown, the physician decided to replace the right ventricular (rv) lead and place a new one. No further problems were noted.====================== health professional's impression======================it is unknown as to why the pulse generator failed or would not respond to 2 analyzers when it was found to be malfunctioning. During closure of initial placement, it was interrogated wirelessly and pacing and sensing thresholds were evaluated and found to be working properly.